Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had pain at the ins battery site. They stated that the battery needed to placed lower or higher than the current position. The battery was at the belt line and was uncomfortable. The patient was scheduled to have a pocket revision on july 1st. No environmental, external or patient factors were known to have led or contributed to the issue and no troubleshooting was performed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported the cause of the pain was that the location of the battery caused discomfort. A battery pocket revision was done and the patient no longer had pain in the pocket location. The patient and discomfort was resolved.